Event description:
It has been reported to philips that the system had a power supply failure, which would impact booting. There was no reported patient or user harm. A philips field service engineer (fse) replaced the power distribution unit (pdu) fan tray along with the dc power supply and returned the system to use in good working order.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse found that there was an issue with a power distribution unit (pdu). The fse replaced the pdu fan tray and dcps. Analysis of the log file confirmed the malfunctioning. The returned part has been analyzed and showed that the pdu fan tray and dcps was defective. After replacing the pdu fan tray and dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.